Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no picture¿ was confirmed faulty intermittent error due to faulty charge-coupled device (ccd). A shortage in cable causing intermittent horizontal white line in the image. The cause of the internal failure cannot be determined at time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed there was no image on the unit¿s display. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, d8, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (no image) was likely caused by a damaged cable. The damage of the cable may be due to user's handling or aging deterioration. A review of the instruction manual identifies the following verbiage, related to cable damage: "do not coil the camera with a diameter or less than 20 centimeters; the camera cable may be damaged". "Never excessively pull the camera cable, but straighten it gradually when it is coiled; the camera cable could be damaged". "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable; the camera cable could be damaged". "Do not use excessive force when wiping the external surfaces of the camera cable; the camera cable could be damaged". Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope; the camera cable could be damaged". "Never use a clamp or forceps to attach the camera cable to another object; the camera cable could be damaged".